Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on electronic assembly. Unable to perform functional testings due to blank display. Unit was received with moisture damaged motor assembly, corroded battery tube, cracked battery tube threads, cracked case along the side of the battery tube, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 387 mg/dl at the time of the incident. The battery compartment is corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.